Manufacturer narrative:
A field service engineer (fse) was dispatched who addressed the reported event. During servicing,fse replaced the 2-way solenoid valves. Fse also check the valves and the pump seal and purged all air from analyzer.the customer ran quality control (qc) and patient samples without errors.the instrument was verified as operational. There was no further action required by fse. The probable cause of the reported event was defective 2-way solenoid valves. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported low pressures with their g8 analyzer.a field service engineer (fse) was dispatched on (B)(6) 2015, to address the reported event, which resulted in delay in reporting of patient results hba1c.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.